Event description:
Customer reported 19 month old female patient had 2 occurrences of the port access needle breaking/leaking according to the patient's mother during the hospital stay. No other information was provided. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed, and the cause is currently under investigation. The product returned for evaluation was one 20 g x 0.75 in. Powerloc max infusion set. A split was observed in the extension tubing at the interface of the proximal luer adapter. The fracture surfaces of the damage contained striation-like patterns which were indicative of flexural fatigue-based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed damage; however, it appeared that additional unidentified factors also contributed. The device is a supplied component, and the supplier has been notified of this event. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
Customer reported 19 month old female patient had 2 occurrences of the port access needle breaking/leaking according to the patient's mother during the hospital stay. No other information was provided. This report addresses the first device.